Manufacturer narrative:
Additional information received on 27 june 2019 indicating that there was no patient involvement in the reported event. Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump identified that the pump had damaged lens. Review of device history log identified system fault error 44510 and a medium alarm was displayed for "loss of power occurred while running". Functional testing included battery testing, power up process. The functional testing found that the unit was running as expected. It was found that reported event occurred as the customer's batteries died while running. Customer stated issue could not be duplicated and was not confirmed. Problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "lec 44510". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.